Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to bipolar firing intermittently. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe unit was returned for failure analysis, and the reported issue was not confirmed using system logs. A visual inspection did not reveal any issues related to the reported event. Functional testing was performed using the system, and the unit powered on and successfully cauterized across all ports and instruments without any issues. Additionally, a review of the erbe internal log showed c-84 error. The complaint was not confirmed based on field evaluation or failure analysis.

Event description:
It was reported that during a da vinci-assisted inguinal hernia-bilateral surgical procedure, it was reported that bipolar energy was not functioning during a procedure when using a fenestrated bipolar forceps instrument in one universal surgical manipulator (usm), and the same issue had occurred previously. No related errors or messages were found in the logs. Prior to contacting support, the instrument energy cables and the instrument itself were swapped, but this did not resolve the issue. The technical support engineer (tse) recommended restarting the generator, reseating the sterile adapter, and trying another instrument energy cable. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically with the same integrated electrosurgical unit (iesu) or erbe, but bipolar was nor working; however, monopolar did work.

Event description:
Refer to h11 for follow-up information.